Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(4) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the reprise edge study, and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed, and the aortic valve was treated with balloon valvuloplasty, and subsequent deployment of a 27 mm lotus edge valve. Successful repositioning of the lotus edge valve involved complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post valve deployment, the patient was noted to have lbbb. The patient also developed atrial fibrillation during the procedure. One day post index procedure, electrocardiogram revealed mild lbbb and long pq interval. In order to prevent significant risk to total atrioventricular block, a permanent pacemaker implant was recommended. Hospitalization was prolonged, and a new permanent pacemaker was successfully implanted that day. Two days post index procedure, the patient experienced a fever spike, and elevated c-reactive protein levels with worsening thrombocytopenia noted. Cefuroxime, and IV fluids were given. Four days post index procedure, a follow-up electrocardiogram revealed atrioventricular dual paced rhythm. That day, the patient was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered resolved.